Event description:
It was reported that the customer experienced a blood glucose (BG) level over 400 mg/dL; cause was unknown. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (b)(6) 2026 with the issue resolved and no permanent damage.